Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed error e315 (non-compatible endoscope) malfunction during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was noted, the image blanked out after being connected to a single charge coupled device (ccd) cable. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.